Manufacturer narrative:
The investigation of hemolysis has been completed. No product was returned for analysis. The hematuria complaint was entered on 3/18 at 6:42am. The data logs show a motor current spike on 3/18 a little after midnight with a speed deviation, drop in purge and pump flows characteristic of an ingestion. This occurred before the pump was turned to p5. The root cause of the hemolysis was most likely biomaterial as evidenced by the ingestion pattern in the data logs.

Event description:
The complainant reported that four days into impella rp flex support, the patient developed hematuria. It was noted that the condition developed after support was changed to p5. The pump was explanted later that same day with no known resolution to the suspected hemolysis prior to removal. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.